Event description:
The event is reported as: the catheter was inserted into the pt and shortly thereafter slid out. The catheter was pre-tested before insertion. No pt harm, however, the incident increased the need for monitoring.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.